Manufacturer narrative:
Approximate age of device ¿ 36 days. The event occurred at (B)(6) medical center. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection which was reported to be device related. The patient received unspecified drug therapy. No additional information was received.